Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error when disinfecting the tank, and it appears that the pump on the patient side became unusable (even turning the power on and off did not solve the problem) there was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in japan. The error number was displayed on the patient side. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue: stirrer motor of the patient circuit bridge did not work. In order to solve the issue, patient circuit bridge was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication with the customer, it was confirmed that the reported error codes was not caused by an overfill of the device tanks during disinfection procedure carried out by the user. A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported, neither concerning trend has been identified. Based on the information collected, the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
See initial report.